Event description:
The hospital representative reported an infusion pump to baxter customer service with an 812:02 failure code. It is unknown if the device was in use on a pt when the failure occurred. Medication was not being infused. The hospital repesentative stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.